Manufacturer narrative:
Additional information: g3, h3, h6 correction: d10. Concomitant product (removed 1 egia60amt.) H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of a staple line and one image of product stickers. Blood could be seen pooling around the staple line. A formed staple was noted. The second image in the powerpoint noted three stickers listing product ids and lot numbers. It was reported that the staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on three reloads, the jaws did not close completely. A day after, there was staple line bleeding in the abdomen. A blood replacement therapy was done to resolve the issue. The patient's hospitalization was also extended for two more days.

Manufacturer narrative:
Concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3k1227); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3k1227); sigphandle, sig power sigphandle handle, (serial #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.